Manufacturer narrative:
Analysis: as the device in question was not returned and the product description was not supplied as well as the product lot number, an assessment of the issue cannot be properly conducted. The details provided indicate that the physician did not properly size the stent to the endoprosthesis. Without images from the case it is difficult to fully assess the issue that the physician was having with the v12 device. The instructions for use provide instruction for proper sizing of the stent in regards to the length and diameter of the stent. The instructions for use also specify the minimum deflation time of the balloon after stent deployment. From the instructions for use: ¿deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to step 7. Step 7. While maintaining guidewire position and negative pressure on the inflation device slowly withdraw the delivery catheter.¿ the supplied instructions for use specify the proper sizing of the device and should always be followed to ensure a proper outcome of the procedure. A full review of the catheter lot history records could not be performed as the product lot number was not provided. If the lot number had been provided the following would have been performed to ensure the integrity of the product. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) ¿ stent retention testing. Stent must have retention = 5.5 newtons (n) for 7fr introducer sheath/guide. ¿ proximal balloon bond tensile strength must meet or exceed 15n of force. Conclusion: based on the review of the complaint details, atrium medical cannot conclude that the device was defective. It is possible that the balloon was not allowed adequate time to deflate prior to attempting to withdraw the catheter. When fluid is left in the balloon it acts like a plug prohibiting the balloon from coming back through the introducer sheath.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician stated that after deploying the stent, the balloon could not be withdrawn from the distal end of the introducer.